Event description:
It was reported by the rep the device was used during a radical prostatectomy procedure. It was reported that during the second firing of the tlc75 no staples appeared. The surgeon had to suture the anastomosis increasing the or time by 1 hr.

Manufacturer narrative:
D6: info not available, device not returned for analysis.